Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x3d alarm, indicating that the step sensor was shorted. Fluid was observed inside the device. A leak test was performed and found a leak in the unexposed portion of the soft cannula. The fluid shorted the step sensor, generating the 0x3d alarm and contributing to corrosion on the pcb and low battery voltages. No other defect or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that patient's blood glucose level reached 432 mg/dl while wearing the pod between 36 and 48 hours on the back. Patient's mother reported that pod experienced a hazard alarm during operation.